Event description:
It was observed that during the device evaluation, there was deposit on the adapter of the camera head. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found there was deposit on the adapter of the camera head. A definitive root cause could not be determined should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.